Event description:
Customer reportedly received results of 202 mg/dl and 67 mg/dl within 10 minutes on the compact plus system. Customer indicated that she felt "shaky" at the time so she ate an apple and drank some juice. She then began to feel better. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.